Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. A cold reset was performed. The customer¿s blood glucose level was 352 mg/dl. The customer was treated with bolus on the pump. The customer stated that the pump had an unexpected restart after changing the battery and it was also reported that they had multiple errors in the history. The customer declined to troubleshoot for high blood glucose. It was reported that they had performed self-test and the test was passed. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test, self test and displacement test. No unexpected external ram crc error or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and stained address number label.